Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 118 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.